Manufacturer narrative:
Patient weight not provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The site reported the patient expired on (B)(6) 2018 due to a unknown cause. No further information was reported.

Manufacturer narrative:
Section d4, h4: additional information section h3: correction. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6) , and the reported patient outcome could not conclusively be established through this evaluation. It was reported that the patient expired on (B)(6) 2018. The cause of death was unknown. Multiple requests for additional information regarding this event and the product to be returned were sent to the account; however, to this date, no further information has been provided and the device has not been returned for evaluation. The heartmate 3 lvas IFU is currently available. Section 1 of this document lists death as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.